Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of sterile peritonitis with negative culture in a patient coincident with extraneal viaflex, physioneal 35 unknown bag, and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced sterile peritonitis, requiring hospitalization (hospitalization date not reported). On (B)(6) 2010, the patient began treatment with vancomycin 1gm IV every 5 days and ceftazidime 1.5gm ip once daily. On (B)(6) 2010 the patient began remedial therapy with tobramicyn 35mg ip once daily and treatment with ceftazidime was discontinued. On (B)(6) 2010, the patient recovered from sterile peritonitis and remedial treatment with vancomycin was discontinued. On (B)(6) 2010, remedial treatment with tobramicyn was discontinued. The root cause of the sterile peritonitis was unknown. The physician reported the peritonitis had poor evolution that improved when the antibiotic was changed. The severity of the peritonitis was mild. Extraneal, physioneal and nutrineal therapies continued. The physician did not provide an assessment of causality for the event of sterile peritonitis.